Manufacturer narrative:
Return of suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer was not articulating during use on an ie33 ultrasound system. There was no patient or user harm associated with this event. The suspect transducer has been replaced at the customer site to resolve this issue. The suspect transducer has been replaced at the customer site to resolve this issue.

Manufacturer narrative:
It was inadvertently reported the event system was an ie33; however the actual system was the epiq. The following areas have been updated: product brand name, catalog item identifier, device identifier (gtin), serial number.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
A thorough investigation was performed, including analysis of the returned transducer to identify the root cause of the reported issue. Evaluation of the x8-2t transducer confirmed the articulation issue as described by the customer.